Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the foot tilt mechanism will no longer lock in place and one of the rear tilt rollers is no longer in contact with the seat frame.